Event description:
This report is being filed upon notification from our mr manufacturer, of an event that occurred in another country. The pt was having a MRI scan. Patient was scanned with their feet first into the magnet and lying on their back. The mr coil was positioned for a pelvis examination with one element on top and the other element under the pt. Immediately after the examination a second degree burn, 5 cm in diameter, was noticed at the upper left side of the thigh.

Manufacturer narrative:
(Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.